Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with a 31mm 6900p mitral valve for 12 years 8 months, underwent a valve-in-valve procedure due to stenosis. The surgeon implanted a 29mm edwards transcatheter valve. The current patient status is unknown. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update event, other relevant history. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to severe stenosis and regurgitation. A 29mm transcatheter valve was implanted. The patient was taken to ICU in satisfactory condition and was discharged home on post-operative day two.

Manufacturer narrative:
This is a duplicate report and was already submitted under MFR #2015691-2019-01275.